Manufacturer narrative:
The device was not returned for review. As no device was returned, no visual inspection, functional testing, or dimensional testing could be performed. A photo of the device and 3mensio was provided for review. Review of provided imagery was performed and tortuosity and calcification in patient's access vessel was noted. Post-procedural imagery of sheath shows the distal tip torn radially along distal edge of liner. The liner expanded as designed. The work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review of the related work order was performed and revealed no other complaints relating to the relevant complaint codes. The esheath+ IFU, commander IFU, device preparation manual and procedural training manual were reviewed. Per the training manual, ''push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification''. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The torn tip was confirmed per evaluation of the provided imagery. However, no manufacturing nonconformance was identified during evaluation. Review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. Per the complaint description, ''as reported by the field clinical specialist, during a transfemoral tavr procedure with a 29mm sapien 3 valve in the aortic position, when removing the esheath+ from the patient, the tip of the esheath+ was slightly detached.'' Per imaging evaluation, the distal tip torn radially along distal edge of liner. This type of event was previously investigated by edwards lifesciences. While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. It is possible that this contributed to the resistance experienced during delivery system advancement at the sheath distal tip resulting in the distal tip tear. Additionally, 3mensio imagery was also provided and shows the presence of access vessel tortuosity and calcification. Per the training manual, ''push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification''. Calcification and tortuosity can lead to non-coaxial alignment between the crimped valve and the sheath, which may lead to the valve struts to catch onto the sheath distal tip, increasing resistance during advancement and tearing the tip. As such, it is possible that improper expansion of the sheath tip during thv advancement and/or patient factors (tortuosity, calcification) may have contributed to the complaint events. However, a definitive root cause was unable to be determined at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported by the field clinical specialist, during a transfemoral tavr procedure with a 29mm sapien 3 valve in the aortic position, when removing the esheath+ from the patient, the tip of the esheath+ was slightly detached. No injury to the patient's vessel noted. The patient's groin was stable and the patient was sent to post anesthesia care unit. The tip of the esheath was separated. There were no abnormalities noted along the liner and/or shaft after removing the esheath+ from packaging or during prep. It is unknown what part of the procedure is it believed the damage occurred. There was no difficulty noted inserting the sheath into the patient. There were no difficulties noted inserting the delivery system though the sheath. There was no withdrawal difficulty experienced.

Manufacturer narrative:
Investigation is ongoing. H3 other text : device discarded.